Event description:
It was reported to tyco healthcare / kendall that, a customer had a problem with a suction catheter. The customer stated that the catheter had no holes at the end of the tubing. The patient was retaining bilious fluid in stomach which led to increased girth and the need for exploratory laparotomy.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.